Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.

Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.

Manufacturer narrative:
Additional information was received that the patient was still having severe neck pain. The physician believed that neck pain was caused by the spinal cord stimulator. The physician recommended either scs revision or explant.

Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.

Manufacturer narrative:
Additional information was received that the physician noted significant muscle atrophy at the incision site and believed to be caused by patient¿s wearing a neck brace for too long after the procedure. The patient was referred to a physical therapist to attempt to rebuild her neck muscle and flexibility.

Manufacturer narrative:
Additional information was received that the pain was excruciating in the neck, and she had pressure when she stood up. The physicians were not sure what was causing the neck pain.

Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.

Manufacturer narrative:
Additional information was received that the physician recommended the patient for an explant procedure. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.

Event description:
A report was received that the patient was experiencing pain and lack of mobility at the cervical incision site that were bothering the patient. The patient was administered with injections that did not help.